Event description:
Patient demonstrating severe corneal central "haze" of the left eye three days after surgery (lasek). Did not feel event was related to the device at that time. Questionnaire was returned 2003. Customer felt event is possibly device related. Patient was treated with local anti-inflammatory treatment and anti-collagenase after event occurred. Visual acuity of patient remains very low. Keratoplasty is being considered.